Event description:
The complainant reported an under-delivery of feeding while using a companion pump. List #84 (abbott list #00083), it was reported that the device was connected/in use with the pt at the time of incident. The pt is a male with a diagnosis of stroke, and diabetes. It was reported that the pt hung 1500 ml's and the intended volume to be fed was 660ml given over 5.5 hours at a rate of 120ml/hr. Upon visual assessment that at the end of the 5.5 hours. It was not reported whether there was an alarm. The pump will be returned to service center for eval. There was no report of serious injury or illness associated with the event.